Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to lack of sample. Based on the information obtained during baxter's investigation, the root cause was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) stated she disconnected then reconnected. A batch review was not performed because, the lot number was unknown. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A caregiver (cg) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during initial drain. The home patient (hp) stated she disconnected then reconnected. The technical service representative (tsr) had the hp cycle power to clear the alarm then explained se 2240 indicates a large amount of air had entered cassette. The tsr reviewed proper procedures per the user manual with the hp. The hp confirmed starting over with new supplies. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available. Should any additional information become available, a follow-up report will be submitted.